Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the patient sustained a serious injury.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's battery pack was removed and returned. The reported malfunction was observed and attributed to battery capacity. The customer received a replacement battery pack. It is noteworthy to mention the m series operator's guide, page 11-3 under battery management states "carry a fully charged spare battery pack at all times". Communication from the customer indicated they did carry spare battery. The customer did confirm when a fully charged battery was installed, the device functioned. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.